Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "tightness test fails while testing the device in preoperational check; also tightness test fails during service menu". - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: the incident described by the customer happened without patient involvement. Therefore no harm to the patient or user was reported. Indeed, the issue was discovered during maintenance of the product . The device requested a preventive maintenance and this was conducted on the date of this event. According to the event log "preventive maintenance required" was alerted on 21.05.2024. An this preventive maintenance was conducted. During this maintenance a malfunction was identified. The root cause of this malfunction was a defective flow sensor (sn: (B)(6)). The technician replaced the defective flow sensor and successfully ran all tests as requested during preventive maintenance. The device is fully functional again and is back with the customer. The investigation of this incident confirmed that the issue was during preventive maintenance with no patient involved. Therefore, the incident was assessed as not reportable. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h11.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "tightness test fails while testing the device in preoperational check; also tightness test fails during service menu". - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "tightness test fails while testing the device in preoperational check; also tightness test fails during service menu". There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). . Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the incident described by the customer happened without patient involvement. Therefore no harm to the patient or user was reported. Indeed, the issue was discovered during maintenance of the product . The device requested a preventive maintenance and this was conducted on the date of this event. According to the event log "preventive maintenance required" was alerted on 21.05.2024. An this preventive maintenance was conducted. During this maintenance a malfunction was identified. The root cause of this malfunction was a defective flow sensor (sn: (B)(6)). The technician replaced the defective flow sensor and successfully ran all tests as requested during preventive maintenance. The device is fully functional again and is back with the customer. The investigation of this incident confirmed that the issue was during preventive maintenance with no patient involved. Therefore, the incident was assessed as not reportable.